Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2016 after detecting impedance problems with both leads. Physicians said there was an increase in the impedance of both leads, so they decided to re-operate the patient. During surgery, the pacemaker was removed. The functioning of the leads was checked with the pace system analyzer. Impedance values were in the range of usual values, both atrial and ventricular. Pacing threshold was correct in the atrium and 2.5 v in the ventricle. They decided to keep the leads implanted, and to replace by a reply 200 dr. The device will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2016 after detecting impedance problems with both leads. Physicians said there was an increase in the impedance of both leads, so they decided to re-operate the patient. During surgery, the pacemaker was removed. The functioning of the leads was checked with the pace system analyzer. Impedance values were in the range of usual values, both atrial and ventricular. Pacing threshold was correct in the atrium and 2.5 v in the ventricle. They decided to keep the leads implanted, and to replace by a reply 200 dr. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, the subject pacemaker was explanted on (B)(6) 2016 after detecting impedance problems with both leads. Physicians said there was an increase in the impedance of both leads, so they decided to re-operate the patient. During surgery, the pacemaker was removed. The functioning of the leads was checked with the pace system analyzer. Impedance values were in the range of usual values, both atrial and ventricular. Pacing threshold was correct in the atrium and 2.5 v in the ventricle. They decided to keep the leads implanted, and to replace by a reply 200 dr. The device will be returned for analysis.